Manufacturer narrative:
(B)(6). Seven (7) actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples were returned with the aluminum foil peeled. The sponge was found fully separated from the cap in each of the seven (7) samples. The reported condition was verified. A nonconformance has been opened to address this issue. The event was thought to be due to mishandling during distribution since the non conformance addressed the packaging. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of seven (7) minicaps. There was no patient involvement. No additional information is available.